Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006945, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006945 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine multivac 12 on 02/may/2024, with a total of (B)(4) units. Assembly lot: the lot 4d04387 was assembled according to wi version 27 on-line inspection for assembly of quick set on 01/may/2024, with a total of (B)(4) units. The lot 4d04381 was assembled according to wi version 27 on-line inspection for assembly of quick set on 02/may/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4d04360 was manufactured according to the wi version 41 and manufactured in the machine mp04, mp05, mp08 on 16/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was bent event on (B)(6) 2025. The blood glucose level was high and the patient was treated with manula injection/insulin pen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.